Manufacturer narrative:
Per the customer, calibration and qc results provided appear within acceptable range. A field service engineer (fse) was dispatched and replaced the photometer. Additional repairs are being investigated.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were generated by the synchron lx20 pro clinical system. The erroneous results were reported out of the laboratory. The customer reported one result that was 23.2 iu/ml and upon repeat was <20 iu/ml. Customer has not received any reports of affects to patient treatment.